Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative verified the cine drive and cine board connections were seated properly and checked the camera and collimator alignment as well as uploaded the calibration files and formatted the cine hard drive. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce satisfactory cine runs. No patient injury was reported.